Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin therapy. They declined to load an empty cartridge at the time and were advised by technical support to call again if the issue recurred. The customer acknowledged and understood the instructions, and the issue was resolved.